Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative advised to try a different handpiece. No additional info was provided and the service record (sr) was closed. The sample was not obtained for eval. For this reason, steps could not be taken to determine root cause. A review of complaints for the last 24 months did indicate 1 related report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported low vacuum during phacoemulsification mode of a cataract extraction with intraocular lens implant procedure. The surgery was completed using the same system with no impact to the pt.